Event description:
No new information.

Manufacturer narrative:
The reported event could be confirmed based on the reviewed scans. After a unilateral tmj implant in 2023, scans reviewed in 2025 showed heterotopic bone formation around the prosthesis. The patient underwent revision surgery on (B)(6) 2025, with removal of the heterotopic bone and reimplantation of the mandibular component. The outcome was satisfactory, and low dose radiation was planned to prevent recurrence. Heterotopic ossification is a known adverse effect per the IFU. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that the surgeon is going to remove the heterotopic bone around the existing joint.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.